Event description:
It was reported that pump displayed malfunction alarm code 3 with associated fault ID, and no notable events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, pump was confirmed to be in warranty, and technical support arranged replacement pump shipment, instructed customer to place malfunctioning pump into storage mode and return it with pre-paid label, and advised customer to reprogram pump settings and reconnect continuous glucose monitor once replacement pump was received.